Manufacturer narrative:
At the time of writing, the device in question had not yet been received for examination, therefore no conclusive assessment of the incident described can be provided at this time. The reporting party has been requested to provide the product and additional information regarding the reported incident. Any relevant findings will be included in a follow-up report, when applicable.

Event description:
Customer informed us on june 2 that one of our products was involved in a case in which the treated patient sustained a 2-3 inch laceration on the back of the head.